Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a drawer failure had occurred. The customer had attempted to restart the station and perform storage recovery; however, the issue persisted. Through troubleshooting, the field service engineer (fse) determined that the drawer was indicating an open state despite being physically closed and identified the latch sensor as defective. The latch sensor was replaced, and proper operation was verified through testing. Additionally, it was observed that the remote manager was intermittently not detected on the bus; therefore, the associated cables were reseated and secured, and proper operation was subsequently verified. Tested and verified proper operation through hardware test application. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2 had failed. The customer attempted to restart the station and recover storage; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.